Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. Corrected data: b5, d1, d2, d3, d4. One workmate¿ claris¿ amplifier (model number h700150) was received for analysis. The returned product functioned properly throughout the product evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and no non-conformances associated with the reported event were identified. Based on the event information received and the investigation performed, the cause for the reported event was unable to be determined. The returned product functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported event were identified. Upon receipt of the device, there was no evidence of a device malfunction that could have caused the reported event, making the event not reportable.

Event description:
During an svt ablation procedure, communication problems caused a delay. During an svt procedure, it was noted that the connection between the workmate claris amplifier and the workmate claris dws was lost, even though the connection was working at the beginning of the procedure. The connections were checked, the power cables were re-connected, and the clear amplifier error was also attempted, but the issue persisted. The systems were turned off and on, and after the restart there was a brief moment where the signals came back, but then the connection was lost again. It was noted that the ep-4 stimulator touchscreen was working. The procedure was successfully completed by using an external pacemaker. There were no adverse consequences to the patient. Field service was later performed at the customer site and the amplifier was replaced at that time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The product's model/lot number was unable to be obtained and therefore full UDI information(d4) and 510k(g3) cannot be not provided.

Event description:
During procedure the connection between claris amplifier and claris dws has been lost even though it was working in the beginning. The connections have been checked, power cables again connected. The systems 5 times on and off switched. After restart there was a quick real time signals and then connection was again lost and it was unable to have real time signals again. Touch screen is working. Clear amplifier error also have been tried. The procedure has been completed with an additional stimulator.